Event description:
During an anterior cervical discectomy c4-c5 and c5-c6, physician was using the medline cherry dissector sponges and according to the physician, were "falling apart" during the dissection. The physician's concern is two-fold. One, he did not want any fragments from the sponge left in the spinal canal and secondly, since the cherry sponges needed to be exchanged more often, the procedure and anesthesia time could be longer.